Manufacturer narrative:
B3: date of event: removed 03-aug-2024. Added 07-aug-2024. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on the information provided, the reported slda appears to be related to patient conditions (thin leaflets). Mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior mitral leaflet (pml), and thin leaflets. A mitraclip ntw was inserted and deployed. A second mitraclip nt was inserted and deployed on the mitral valve. The procedure was completed with two clips implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, a transthoracic echocardiogram (tte) and a transesophageal echocardiogram (tee) was performed and revealed that the second previously implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing the mr to increase to 4+. It was noted that the first previously implanted clip remained stable on the leaflets. On (B)(6) 2024, the patient underwent mitral valve replacement. It was noted that the patient was progressing well.